Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative. It was reported that actions and interventions taken to resolve the high and low impedances were to not use those contacts. It was reported that there were impedance issues because a quadripolar lead was used in a 8 contact header block.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: 2013 (B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2013 (B)(6) explanted: product type lead product ID 37701 lot# serial# (B)(4) implanted: 2012 (B)(6) explanted: 2017 (B)(6) product type implantable neurostimulator product ID 3708220 lot# serial# (B)(4) implanted: 2012 (B)(6) explanted: 2017 (B)(6) product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient did not get good therapy following a previous implantable neurostimulator (ins) replacement case on 2017 (B)(6). The patient had not been getting effective therapy since the last procedure on (B)(6). The caller stated that they were back in the case and were going to connect the leads to an extension and connect the battery. It was confirmed that the caller was calling intra-operative. The leads were pulled out of the header on the day of the report (2017 (B)(6)) and they found an indent on the sheath where the leads went into the header. It was reported that all impedances were >10,000 ohms and when the impedances were rerun at 1.5v all of the values were >20,000 ohms. The patient was having motor response during the impedance testing. The leads were tested with a j-hook, and they were getting response in the 4-5v range. The extension was then tested using the j-hook and the following feedback was noted: electrodes 7 and 6 had a good toe response, electrode 5 had a high amplitude (around 8 v) toes response, electrode 4 had no response, electrode 3 had a response on the opposite side, electrode 2 had toe response on the left side at 6-7 v, electrode 1 had a subtle response at 10v, and electrode 0 had a slight response at high amplitude. After reconnecting the extension to the battery, the caller re-ran impedances at 1.5v and provided the following feedback: reference 0 had all values were around 2000ohms, reference 4 showed 1788ohms was the lowest value, reference 6 values were in the 1900s, reference 5 values were similar to other values with one pair around 1300ohms, and reference 2 values were between 1600 and 2200. The health care provider (hcp) and caller would review this information and were going to make a decision about next steps. It was confirmed that the high impedances and indent on the lead were found on the day of the call (2017 (B)(6)).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that both of the implanted leads had indents in the sheath. A conductor was ordered and used and the rep programmed around the high readings which resolved the issues. It was noted that this information was confirmed with the healthcare professional.

Manufacturer narrative:
Other applicable components are: product ID 37701 lot# serial# (B)(4) implanted:(B)(6) 2012 explanted: (B)(6) 2017 product type implantable neurostimulator product ID 3708220 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: (B)(6) 2017 product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the rep was in the operating room for a revision for a battery replacement for the patient and the extension was accidentally cut. The caller wanted to know what model the extension was and was informed on the model number. The rep stated that they would try to find another one. Nosymptoms were reported. Additional information was received the same day from the manufacturing representative (rep) reporting that they were in the operating room during the call and noted that during the procedure the extension was cut and eventually had to be removed completely. It was reported that after this occurred the surgeon placed the proximal tips of the leads into each header block. It was asked if this would be viable and technical services reviewed multiple times that due to the off-label nature of this situation, there was no guarantee regarding the patient safety or efficacy of the system. The rep was advised to switch the lead configuration from 1x8 to 1x8/1x8 so impedances could be tested and they could use both leads if they so choose. It was reported that impedances were run and the following measurements were given: 01 12024 02 1697 03 >150 ohms 04 18155 05 1367 06 07 >40k 8 1902 9 1844 10 >40k 11 1755 12 23448 89 1750 810 >40k 811 1877 there were no symptoms reported and the event occurred on 2017-11-01. Additional information was received later the same day stating they were trying to program the electrode configuration. They read the following impedances with reference 0, 2 at 1808, 1, 4 and 7>10,000, 3<(><<)>50, 5 at 1370, 6 at 1613, 8 at 1979, 9 at 1840, 11 at 1780, 10, 12, 13, 14 and 15 at >10,000. It was reviewed to program 1x8/1x8 so all electrodes were accessible because of the lead in the 0 through 7 channel spanned most of the header block. The rep stated that they programmed the patient on 0 and 2 on one side and 9 and 11 on the other side. The patient claimed they could feel stimulation in their vaginal area. Additional information was received on 2017-11-03 clarifying that the hcp was with the patient in the operating room due to a normal ins replacement case on (B)(6) 2017. During the course of implantation, the hcp cut the extension. They then connected the leads directly into the ins. It was reported that the patient was getting therapy and was implanted on (B)(6) 2017. The serial number for the newly implanted ins was reported. No further complications were reported/anticipated.